Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was received for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, device migration or malposition requiring intervention is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve migration and valve embolization into the ventricle were unable to be confirmed. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the events. A review of the IFU/training materials revealed no deficiencies. As reported, "approximately one day post tavr procedure with a 26 mm sapien 3 ultra valve, the valve was noted to be migrating towards the ventricle and the patient was planned for surgery. Additional information received revealed the valve had subsequently embolized completely into the ventricle by the time patient was in surgery." Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement. According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. In this case, a definitive root cause was unable to be determined; however, it may be due to patient factors and/or procedural factors not provided. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, the deployed valve migrated post-procedure 1 day, which indicated that the deployed valve was inadequately anchored to the target site (native annulus). In this case, the deployed valve could potentially dislodge from the target site resulting in valve embolization. In this case, available information suggests that procedural factors (migrated valve) may have contributed the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported from a clinical trial, approximately one day post transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the valve was noted to be migrating towards the ventricle and the patient was planned for surgery. Additional information received revealed the valve had subsequently embolized completely into the ventricle by the time patient was in surgery. The embolized valve was explanted and a surgical valve was implanted. At the time, there was no allegation of an edwards device deficiency causing or contributing to the event. Approximately one month post procedure, further assessment by the operator alleged there was a device deficiency.

Manufacturer narrative:
The investigation is ongoing.